Event description:
The adjustable flange percutaneous tracheostomy tube was in use for 5 days when the connector allegedly detached from the tube. The problem was found when the connector separated from the tube when the pt coughed. A different connector was used with the tube without further incident until the tube was extubated on 12/16/1997. There was no pt injury.